Event description:
The manufacturer received info from a third party service ctr alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the third party svc ctr for eval and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.